Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 3:00 pm after the end stated she received a reading of "hi" from her prodigy diabetes meter. The end user received a reading of "hi" accompanied with a bad headache. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 470 mg/dl. The end user was immediately transported to the ER and simultaneously her blood glucose reading had increased to 479 mg/dl. She was administered 10 units of insulin in addition to IV fluid. After 5 hours in the ER she was discharged with a blood glucose reading of 370 mg/dl and was instructed to drink more water. No additional details were provided in regards to this medical event.